Manufacturer narrative:
This event should be re-evaluated for MDR reporting. The information states that [the device did not broke inside the patient and there was no impact or injury, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during surgery, while surgeon was reaming the acetabulum with a daa offset reamer, handle broke. Delay of (0-30) minutes reported. S&n backup device available. No impact or injury to patient reported.